Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: infection (unknown onset) and delayed healing.

Event description:
Healthcare professional reported via national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) "infection" and "wound problems". This record is for the left side. Device was explanted.